Event description:
The customer reported the following event: ¿the surgeon wanted to reposition a screw on the c7 vertebra by screwing the part in the screw head. The part broke when the surgeon removed the screw (the small threaded part broke). The piece of the part which was broken was scrapped; no consequences for the patient and no delay in the surgery"

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid screw extractor inner shaft was confirmed visually to have the distal tip deformed during surgery. The likely mode was too much torsional force applied causing deformation. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the instrument deformation may a result of over tightening of the original screws, over tightening of the inner shaft to the screw or hard bone quality. The cause is therefore not determined and multi-factorial.

Event description:
The customer reported the following event: &#50440;e surgeon wanted to reposition a screw on the c7 vertebra by screwing the part in the screw head. The part broke when the surgeon removed the screw (the small threaded part broke). The piece of the part which was broken was scrapped; no consequences for the patient and no delay in the surgery"